Event description:
An implanted nfix ii rod was noted as broken post operative. Pt is asymptomatic. Pt has no pain, regularly lifts weights even after rod was found broken at 12 months post implant. No revision is planned.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.